Event description:
It was reported that the device was used during a laparoscopic bowel procedure, devices produced unsolvable instrument error codes. The case was finished with a third device. There was no patient consequence.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that two devices (a and b) were returned with the distal tip of the blade broken off. The fractured distance of the blade on device a measured approximately 12.9mm from the top of the outer tube. The remaining portion of the blade was scratched, gouged, and scorched. The blade was broken at the scorched area. A staple was found imbedded on the tissue pad. The device was tested with the gen. The device functioned in air while being activated. However, the blade did not cut. The fractured distance of the blade on device b measured approximately 8.31mm from the top of the outer tube. The remaining portion of the blade was scratched at the base and at the broken area. The clamp arm was stuck with dry body fluids. The inner tube hinge was bent. The device was tested with a gen and activated in air; however, did not cut. The identified blade damage may have occurred from external contact during activation; however, for device a, the blade damage was due to the metal to metal contact from the embedded staple on the tissue pad. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.